Event description:
Event description cpi received information that this implantable pulse generator (ipg) was experiencing ventricular oversensing of the unipolar atrial lead. This caused inappropriate mode switching.